Event description:
It was reported that during the procedure, the subject coil was noted to be stretched and prematurely detached. Another coil was used to complete the procedure successfully. No clinical consequences were reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil was returned still attached to the delivery wire. The main coil was seen to be kinked/bent and stretched. During functional testing, the coil was flushed, but could not be advanced in the introducer sheath. The coil had to be retracted out of the sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis the main coil was found to be kinked/bent and stretched. In the case of this complaint, it is most likely that the coil got damaged during coil advancement against friction. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors was assigned to the as reported issues main coil stretched as well as analyzed issues main coil kinked/bent, coil introducer sheath friction, and main coil stretched. An assignable cause of 'not confirmed' was assigned to the as report issue main coil prematurely detached/separated during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the subject coil was noted to be stretched and prematurely detached. Another coil was used to complete the procedure successfully. No clinical consequences were reported due to this event.